Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker showed a dropped in the remaining longevity. It was reported that the device previously had 6 years of remaining longevity during last year but recently, appeared to only have 4 years left. The device was programmed to ddir and the patient was in atrial fibrillation (af) most of the time. Histograms also revealed an increase in right atrial (ra) sensing for the past months. There was no further information received on this event. To date, the device remains in service. No adverse patient effects were reported.